Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The pump was replaced.

Manufacturer narrative:
Pump analysis results revealed low battery reset due to an undetermined root cause. Results code no longer applies; results codes have been updated.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving hydromorphone (15 mg/ml at 15.9 mg/day) and bupivacaine (5 mcg/ml at 5.3 mcg/day) via an implantable pump. The pump's indications for use (ifus) were noted as non-malignant pain and chronic low back pain. The hcp's office called and reported to the rep that the pump had an elective replacement indicator (eri) of 18 months, but when checked on (B)(6) 2015, eri had occurred; the rep was unsure whether the patient or the hcp had heard the alarm. The patient was seen at the hcp's office on (B)(6) 2015 and eri was 26 months. On (B)(6) 2015, the hcp changed the drug concentration and programmed a bridge bolus and it was shown that eri occurred on (B)(6) 2015 and that the pump should be replaced by (B)(6) 2016. Eri was not expected. No symptoms were reported. Follow-up has been requested for troubleshooting performed and actions/interventions taken to resolve the possible premature eri alarm. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.